Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the distal end has corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: it is likely the following led to the malfunction: the most probable cause is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue in addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide (lg) lens was peeled and adhesive around objective lens is peeled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.